Manufacturer narrative:
The reported issue is confirmed. The device was evaluated upon receipt. The circulation pump had to be primed to fill the device. The circulation pump was serviced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo notes, an evaluation of the device showed a failed mixing pump. Customer requested a quote for 2k hr service and a loaner. Per sample evaluation results received via task on 19feb2026, it was reported that the device was primed to fill. Erratic flow reading after preventive maintenance.